Event description:
Note: the date of the event is unk. A stonetome stone removal device was used in an electro-stimulation therapy (est) procedure. According to the complainant, the stonetome device was advanced over a guidewire and when the targeted lesion was reached, the device was connected to the power generator. It was further reported that when the physician activated the generator, the pt complained of stomach pain. According to the complainant, "the pt acted as if it was electrified the pt body with defibrillator." It was further reported that to remedy the situation, the physician tried the following: re-attaching the grounding pads, replacing the grounding pads with new pads, and replacing the power generator with a "(icc200)." Reportedly, none of these changes corrected this problem; and, the physician used an "olympus clever cut" device to complete the procedure. No pt complications were reported as a result of this event, and the pt's condition was reported as a "fine" following the procedure.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture date cannot be determined. According to the complainant, the suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.